Manufacturer narrative:
The device was intended for use in treatment and log files and device were not returned for investigation. Thus, log file review, visual evaluation, and functional evaluation could not be completed. DHR review found that the software version (navio 7.0) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. The surgical technique guide released at the time of the complaint (500197) provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable., etc. We were not able to confirm if there was a relationship established between the reported event and the device. A potential factor that could have contributed to the reported event is if there was a cabling issue in the handpiece, causing the ¿internal cabling/drill console error¿ and "40000000000" error code. No containment or correction required at this time. The medical investigation found that per complaint details, there was a device malfunction (error message upon initialization). Per the field report form, the device was not being used with a patient during the event; however, the navio was reportedly aborted and recovered via converting to a manual procedure. Per correspondence, the ¿surgeon was not happy navio didn¿t work¿. Based on the information provided, although the patient status was unknown, there was no surgical delay or patient involvement other than the modified procedure/conversion to manual instrumentation. Therefore, no further medical assessment is warranted at this time.

Event description:
It was reported that before a tka procedure, when the navio was turned on and it began to boot, they received an error message stating that ¿an error occurred during initialization: pfs control hardware failure. (Errcode = 40000000000)¿. They began to trouble shoot the navio and eventually got it to boot. However, as they were starting to put a case in, they received an "internal cabling/drill console error". They continued the case with manual technique. There were no delays in the procedure. No other complications were reported.